Event description:
Information was received indicating that this ambulatory infusion pump exhibited constant occlusion alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with no physical damages was found on the customer's pump. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was not verified. During the investigation, no constant upstream occlusion alarm was activated when infusing the pump. The customer's pump passed all occlusion test which the results were in specification.